Manufacturer narrative:
The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The day after the onset, the patient was admitted to the hospital for the peritonitis and discharged four days later. The treatment for the reported event included vancomycin (1g, every fifth day, intraperitoneally) and meropenem (1g, once a day, intraperitoneally). The patient was recovering from the peritonitis and the pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information added to other relevant history. Four days after being discharged from the hospital, the patient recovered from peritonitis. Five days later, the antibiotic treatment for the peritonitis was stopped. At the time of this report, pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.